Event description:
It was reported that device interrogation showed elective replacement indicator (eri), but there were no battery measurements. Software was downloaded and the device was reprogrammed to clear the false eri. The battery status was acceptable and the device remains in use. It was also noted that the patient was in atrial fibrillation and both the atrial and ventricular leads had shown low impedance. Both leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that device interrogation showed elective replacement indicator (eri), but there were no battery measurements. Software was downloaded and the device was reprogrammed to clear the false eri. The battery status was acceptable and the device remains in use. It was also noted that the patient was in atrial fibrillation and both the atrial and ventricular leads had shown low impedance. Both leads remain in use. It was further reported that there were no lead impedance readings on the remote transmission after reset of the device, and the impedance readings for both leads the week of the false eri were "strange" (less than 100). In addition, chronic lead trend was programmed off. It was confirmed that it is possible to get invalid impedance readings just prior to false eri, and chronic lead trend also turns off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device reached elective replacement indicator (eri) and there was a measurement system lock-up issue. The device had unclearable eri.